Manufacturer narrative:
(B)(4). Date sent: 11/16/2020. D4: batch # u5aw2x. Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/24/2020. Additional information was requested, and the following was received: what were the indications for surgery? Diverticulitis. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Rnfa fired the device. Has over a year of experience using the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Bottom range of the green gap setting scale. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green checkmark, and audible feedback from knife blade cutting through the washer. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Two 360-degree turns. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes, they were intact. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? Yes, an air leak test was performed. No air bubbles were present. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How was the leak addressed? Ileostomy. What is the current patient status? Patient currently has an ileostomy. H11: corrected date = device analysis summary. The analysis results found that the cdh29p device was returned in original sterile packaging and hence appears to be a representative sample but not the device used in the procedure. The package was opened and the breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Batch # u93n45. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information: two general surgeons that work at the facility. They had been using the ecs device from many years and about a year ago they transitioned to using the powered device. They do a few cases a month and the laparoscopic procedures are now robotic. They had sigmoid procedures 3 days back to back and all three had to go back to the or for leaks. I believe one was over-sewed and the other two received colostomies. This is all the information that we have currently. Additional information was requested and the following was obtained: what were the indications for surgery? Diverticulitis. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Rnfa fired the device. Has over a year of experience using the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Bottom range of the green gap setting scale. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green. Checkmark, and audible feedback from knife blade cutting through the washer. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Two 360-degree turns. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes, they were intact. Were there any issues noted with staple formation? No. Was a leak test performed? Yes, an air leak test was performed. No air bubbles were present. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How was the leak addressed? Ileostomy. What is the current patient status? Patient currently has an ileostomy.

Event description:
It was reported that after a sigmoid colectomy, the patient had an anastomosis leak.